Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 400 mg/dl at time of incident. Customer¿s current blood glucose was 153 mg/dl the customer had treated with manual injection and dropped her blood glucose down to 70 mg/dl. Customer declined troubleshoot for high blood glucose. The product was not returned for analysis.